Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The lot number has been provided. The device history records are being reviewed. This is the first event reported for this lot number to date. The investigation is recurrently underway. Additional info has been requested.

Event description:
It was reported that one day after the successful implantation of a vascular stent in the sfa under general anesthesia, the pt died of an acute myocardial infarction. As reported by the physician, the cardiac infarction is considered a stress reaction. There is no info about a device deficiency or malfunction.